Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2012 with the following findings: the keypad was observed to be torn at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be responding normally to button presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The patient contacted animas on 03/12/2012 reporting that the keypad buttons were intermittently responding on occasions and the issue was getting worse. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.